Event description:
It was reported that, "surgeon was using our 7 hole stainless steel broad plate ((B)(4) for a periprosthetic hip fracture. He was using the beaded cables with green tensioner and the tension retaining device since he was using multiple cables to repair this fracture. After all the cables were on the plate using the tension retaining device, he started to retighten the cables since the cable used first were loose. This was the second cable that had been placed on the plate with a total of 7 cables. The surgeon went to re-tighten the second cable and the cable broke approx 24 mm from the beaded end as he was tightening it. We removed the cable and replaced it with another cable. There was no other incidence afterward.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.